Manufacturer narrative:
The device has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The valve was returned in its sterile package at pressure level 2.0. It could be adjusted to all pressure levels within a single attempt. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. The valve was patent and met the requirements for leak, reflux, pressure-flow, and pre-implantation testing. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was not working properly when trying to adjust. According to the report, the valve was not removed from the sterile package.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.